Event description:
It was reported that there was a speaker malfunction. It is unknown if the device was in use at time of event. No adverse or patient event was reported.

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device was in use at time of event. No adverse or patient event was reported.